Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]. The batch 6006476 in question was manufactured at the reynosa site. Test results: the reference samples were visually inspected. All test results were found within specifications as per the test report. Device history record (DHR) review: the lot 6006476 was manufactured according to the work instruction (wi) version 78 manufactured in the line multivac 12 , on 05/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code product used off-label or against the contraindications or not according to the instructions for use (IFU) [only use if no actual product malfunction has been reported] and lot 6006476 and no other more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other more complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced high blood glucose level of 568 mg/dl. Therefore, the patient was hospitalised on (B)(6) 2024 for two days. No further information was available.